Event description:
This supplemental report is being filed with device analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of oversensing and pacing not delivered when required.

Event description:
It was reported that this pacemaker patient had felt woozy for a few weeks. The patient was brought into clinic, where everything checked out fine. The cardiologist changed settings to 10 mv sensitivity and 5v outputs. A few days later the patient collapsed while waiting on the side of the road for a bus, and suffered severe facial trauma. They found observations of right ventricular (rv) lead oversensing noise that led to pacing inhibition of greater than two seconds and asystole. During hospitalization multiple episodes of a asystole were observed, so an emergency device replacement was performed. The device was explanted and replaced, and the lead was surgically capped and replaced. No additional adverse patient effects were reported.